Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer does not like that all the alaris alarms are the same with version 12.1.3. The concern from clinical staff is that they are experiencing alert fatigue because every alert sounds the same. This poses risk as nurses need to be able to prioritize which device alerts take priority when dealing with critical patients and this does not allow for clinical decision making. If every alert is high priority then no alert is high priority. Information on patient involvement is unknown.

Event description:
It was reported that the customer does not like that all the alaris alarms are the same with version 12.1.3. The concern from clinical staff is that they are experiencing alert fatigue because every alert sounds the same. This poses risk as nurses need to be able to prioritize which device alerts take priority when dealing with critical patients and this does not allow for clinical decision making. If every alert is high priority then no alert is high priority. Information on patient involvement is unknown.